Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial number was not provided.

Event description:
It was reported that the tubing was leaking at the filter. No patient injury was reported.

Manufacturer narrative:
Email address: (B)(6). Corrected data: h6: health effects, h10: no lot number was provided; therefore, a history record review could not be conducted., corrected data: see h10.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.